Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent pigtail failed to curl/straightened after deployment. Block h11: an advanix pancreatic stent and its delivery system were returned for analysis. Visual examination of the returned device found that the stent was damaged and undeployed. In addition, it was noted that the stent was stuck in the guide catheter. Functional test revealed that it was not possible to fully retract the pull wire because of the stent being stuck. No other problems were noted with the device. Product analysis confirmed the reported event of stent failure to deploy due to the condition it was returned (damaged and undeployed). However, the reported event of stent pigtail failed to curl/straightened after deployment was not confirmed as product analysis of the returned device did not identify any evidence of this event. The investigation concluded that the additional observed event of stent damage was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, taking all available information into consideration, the investigation concluded that the most probable cause of the events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreatic duct during a pancreatic duct stent procedure performed on (B)(6) 2025. During the procedure, the stent was inserted into the pancreatic duct and deployment was attempted. However, the inner sheath could not be pulled, and deployment was unsuccessful. The advanix stent was then removed together with the delivery system, and it appeared that the pig tail part of the stent got lifted (failed to curl). The procedure was then completed using a non-boston scientific device. There was no patient complications were reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150201 captures the reportable event of stent pigtail failed to curl/straighten after deployment.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreatic duct during a pancreatic duct stent procedure performed on (B)(6) 2025. During the procedure, the stent was inserted into the pancreatic duct and deployment was attempted. However, the inner sheath could not be pulled, and deployment was unsuccessful. The advanix stent was then removed together with the delivery system, and it appeared that the pig tail part of the stent got lifted (failed to curl). The procedure was then completed using a non-boston scientific device. There was no patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreatic duct during a pancreatic duct stent procedure performed on (B)(6) 2025. During the procedure, the stent was inserted into the pancreatic duct and deployment was attempted. However, the inner sheath could not be pulled, and deployment was unsuccessful. The advanix stent was then removed together with the delivery system, and it appeared that the pig tail part of the stent got lifted (failed to curl). The procedure was then completed using a non-boston scientific device. There was no patient complications were reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter zip/post code) and h11 have been corrected. Block e1 initial reporter zip/post code is (B)(6). Block h6: imdrf device code a150201 captures the reportable event of stent pigtail failed to curl/straighten after deployment. Block h11: an advanix pancreatic stent and its delivery system were returned for analysis. Visual examination of the returned device found that the stent was damaged and undeployed. In addition, it was noted that the stent was stuck in the guide catheter. Functional test revealed that it was not possible to fully retract the pull wire because of the stent being stuck. No other problems were noted with the device. Product analysis confirmed the reported event of stent failure to deploy due to the condition it was returned (damaged and undeployed). However, the reported event of stent pigtail failed to curl/straighten after deployment was not confirmed as product analysis of the returned device did not identify any evidence of this event. The investigation concluded that the additional observed event of stent damage was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, taking all available information into consideration, the investigation concluded that the most probable cause of the events is adverse event related to procedure.